Event description:
It has been reported that the provisional fractured during the trialing process of knee arthroplasty.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The device history records were reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to a previously addressed design issue. If further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.